Manufacturer narrative:
A follow up call was placed to the customer regarding the customer's hospitalization. The customer stated that she was having seizures; the customer stated that she is unsure if it was due to low blood glucose. The customer stated that her granddaughter found her and she was disconnected from the insulin pump, the customer states that she was disconnected less than 48 hours. Emergency medical services were dispatched and the customer was admitted into the hospital. The customer does not recall the date and time of the hospitalization. The customer does not recall her blood glucose at the time of the hospitalization. The customer stated that she was hospitalized for a week as was disconnected during the hospitalization. The customer states that she is using the insulin pump and everything has been fine.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via email that the customer was hospitalized due to low blood glucose. The customer may have over delivered insulin. The customer went into a diabetic seizure as a result of low blood glucose. The customer was advised to monitor. The customer's blood glucose was unknown.